Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
(B)(6) customer received a blood glucose reading of 21.4mmol/l on the contour next link, retested on a different meter and the reading was 5.7mmol/l. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned. A new meter was sent to him.